Event description:
The customer reported getting an error alarm and he was unable to clear the alarm. The blood glucose reading was 136mg/dl. Instructed the caller to remove the battery for two hours and to insert a new battery, but the display did not return. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display due to a faulty component in the interface board. Further testing could not be performed due to the frozen display.